Manufacturer narrative:
Investigation findings: the device was received for evaluation and the reported malfunction could not be verified. The handpiece was tested and found to meet all operation specifications. No evidence of malfunction was found. Conmed linvatec is unable to determine the cause of the patient's burn. A review of complaint history found no other reports of this failure mode for this device. The user discarded the reciprocating blade used with this device at the time of this event. The user reported that the blade used was not reprocessed and that their facility does not reprocess blades.

Event description:
The customer reported that during use of this saw in oral surgery, the patient received a burn to the lip. The surgeon completed the surgery using this device after allowing it to cool for about one minute. The procedure was completed as intended without any further incident. The reporter was uncertain if the surgeon prescribed any medical treatment for the burn.